Manufacturer narrative:
The patient's daughter reported experiencing a shock while switching the battery. No further issues have been reported following the initial report. The unintended stimulation questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient undergoing an MRI, the patient experiencing a bad fall or been injured partaking in strenuous activities since the implant date, changing waa parameters, waa going through an electrical discharge, or been around other electro-magnetic sources have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the shock is unknown/no problem found. Electrostatic discharge (esd) is a common presence in nature. When a non-electrically conductive body moves through the environment, it accumulates electric charges. When this body enters in contact with another at a different charge potential, the charges will equalize between the two bodies. Depending on relative humidity and ambient temperature, the materials involved and their sizes (surface area), several thousand volts of esd can be developed. This phenomenon can be experienced by people as well, when one person walking across a room will accumulate charges and feels a "zap" as she touches an object or another person. Sometimes the spark can even be visible. Typically, for a zap to be felt, the voltage shall be is at least 2000 to 3000 volts, and while it may be uncomfortable, esd discharges of this kind are not harmful to people. The customer lives in (B)(6). The reported event took place on july 9th. A review of weather data for that time and location shows that temperature as low as 72°f and active thunderstorm activity. These factors can increase the occurrence of esd discharge described by the customer. The waa is designed to withstand a typical esd discharge and has been tested using the hbm (human body model) as per iec 60601-1-2. The voltages present inside the device originate from the lithium polymer battery (maximum 4.2vdc) and the transmitter device voltage regulator (maximum 24.9vdc). These voltages are not present outside the enclosure. The metal enclosure and the antenna connector remain at 0vdc by design. None of these voltage levels pose risk of harm to the user under any circumstance even in the case of malfunction. Osha considers voltages under 50vdc safe to the touch. Based on the analysis and the results of the extensive testing the waa is subjected to as part of the applicable regulatory and internal safety requirements, there's no risk of harm to the user nor to any person in contact or in its vicinity. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: most likely regular esd zap from one person to another. Unrelated to waa, but facilitated by the metal on the antenna connector. Touching the batteries with wet hands. Not following IFU during activation of stimulator.

Event description:
Patient's daughter was shocked when helping the patient change the batteries on her device.